Event description:
It was reported that one day following an uneventful novasure endometrial ablation (done on (B)(6) 2013) the pt developed a fever. She reported to the emergency room (ER) on (B)(6) 2013 with additional symptoms of abdominal pain and cramping and had a laparoscopy. Her physician found "lesions and pockets of inflammation which were biopsied" (results unk). Treatment included antibiotics (medication unk) and the pt was discharged home (date unk). On (B)(6) 2013 it was reported that the physician stated the pt "had a bad prep and got e-coli" (escherichia coli).

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in associated with the use of the novasure system: infection or sepsis. (B)(4).